Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clip on the pump's t:clip case had broken off and as the pump could not be secured to the clothing, 4 infusion sets became dislodged from the site. The customer's blood glucose level was 80 mg/dl. The t:clip was to be replaced.